Manufacturer narrative:
Visual analysis was performed on the returned device which identified the dc pod was separated. Follow-up with the site regarding the separation was performed and the site stated the separation must have occurred during the difficulty inserting. The reported difficult to insert was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints. Based on the reported information and a recent increase in complaints related to difficult to insert/load the device, it has been determined that a potential product quality issue exists. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that during preparation of an emboshield nav6, the filter was unable to load onto the delivery catheter pod. It was noted that the tip of the catheter was [broken]. The device was not used and there was no patient involvement. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. (B)(6) 2019: device analysis revealed that the dc pod was separated 2cm distal to the marker band.